Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), uterine perforation ("perforation of the uterus"), salpingitis ("inflammation of the right fallopian tube") and device dislocation ("migration of the device") in a 28-year-old female patient who had essure (batch no. 638495) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3, anxiety, depression and cholecystectomy. Concurrent conditions included cramp in lower abdomen, short menstruation, obesity, pain in joint, post-traumatic stress disorder, wrist pain and cervical spondylosis. On (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced urticaria ("hives"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, salpingitis (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain/ menstrual cramping"), abdominal pain lower ("lower abdominal pain"), alopecia ("hair loss"), fatigue ("constant fatigue"), allergy to metals ("allergic reaction to nickel in the device"), vaginal discharge ("vaginal discharge and infections."), vaginal infection ("vaginal discharge and infections."), procedural pain ("painful post-operative recovery"), migraine ("migraines / headaches"), nausea ("nausea"), weight increased ("weight gain"), adnexa uteri pain ("tubal pain") and swelling ("swelling"). The patient was treated with surgery (partial removal of device), surgery (on (B)(6) 2014 right salpingectomy, partial removal of device), surgery (right salpingectomy) and surgery (on (B)(6) 2014 right salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, uterine perforation, salpingitis, device dislocation, dysmenorrhoea, abdominal pain lower, alopecia, fatigue, allergy to metals, vaginal discharge, vaginal infection, procedural pain, urticaria, migraine, nausea, weight increased, adnexa uteri pain and swelling outcome was unknown. The reporter considered abdominal pain lower, adnexa uteri pain, allergy to metals, alopecia, device breakage, device dislocation, dysmenorrhoea, fatigue, migraine, nausea, procedural pain, salpingitis, swelling, urticaria, uterine perforation, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Plantiff essure insertion dates (B)(6) 2009, (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Ultrasound scan vagina - in september 2010: total bilateral occlusion quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of the uterus"), device dislocation ("migration of the device"), device breakage ("device breakage") and salpingitis ("inflammation of the right fallopian tube") in a 28-year-old female patient who had essure (batch no. 638495) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3, anxiety, depression and cholecystectomy. Concurrent conditions included cramp in lower abdomen, short menstruation, obesity, pain in joint, post-traumatic stress disorder, wrist pain and cervical spondylosis. On (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced urticaria ("hives"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain/ menstrual cramping"), abdominal pain lower ("lower abdominal pain"), alopecia ("hair loss"), fatigue ("constant fatigue"), allergy to metals ("allergic reaction to nickel in the device"), vaginal discharge ("vaginal discharge and infections."), vaginal infection ("vaginal discharge and infections."), procedural pain ("painful post-operative recovery"), migraine ("migraines / headaches"), nausea ("nausea"), weight increased ("weight gain"), adnexa uteri pain ("tubal pain") and swelling ("swelling"). The patient was treated with surgery (on (B)(6) 2014 right salpingectomy, partial removal of device), surgery (on (B)(6) 2014 right salpingectomy), surgery (partial removal of device) and surgery (right salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device dislocation, device breakage, salpingitis, dysmenorrhoea, abdominal pain lower, alopecia, fatigue, allergy to metals, vaginal discharge, vaginal infection, procedural pain, urticaria, migraine, nausea, weight increased, adnexa uteri pain and swelling outcome was unknown. The reporter considered abdominal pain lower, adnexa uteri pain, allergy to metals, alopecia, device breakage, device dislocation, dysmenorrhoea, fatigue, migraine, nausea, procedural pain, salpingitis, swelling, urticaria, uterine perforation, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Plantiff essure insertion dates (B)(6) 2009, (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Most recent follow-up information incorporated above includes: on 25-may-2018: plaintiff fact sheet and medical record received. New reporters added and case updated to medically confirm. Essure lot number added. Events per pfs: hives, migraines/ headaches, nausea, device breakage, pain, weight gain, tubal pain and swelling. Lot number added. Medical history, concurrent condition were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), uterine perforation ("perforation of the uterus"), salpingitis ("inflammation of the right fallopian tube") and device dislocation ("migration of the device") in a 28-year-old female patient who had essure (batch no. 638495) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3, anxiety, depression and cholecystectomy. Concurrent conditions included cramp in lower abdomen, short menstruation, obesity, pain in joint, post-traumatic stress disorder, wrist pain and cervical spondylosis. On (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced urticaria ("hives"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, salpingitis (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain/ menstrual cramping"), abdominal pain lower ("lower abdominal pain"), alopecia ("hair loss"), fatigue ("constant fatigue"), allergy to metals ("allergic reaction to nickel in the device"), vaginal discharge ("vaginal discharge and infections."), vaginal infection ("vaginal discharge and infections."), procedural pain ("painful post-operative recovery"), migraine ("migraines / headaches"), nausea ("nausea"), weight increased ("weight gain"), adnexa uteri pain ("tubal pain"), swelling ("swelling") and abdominal pain ("abdominal pain"). The patient was treated with surgery (partial removal of device/hysteroscopy and removal of right fallopian tube), surgery (on (B)(6) 2014 right salpingectomy, partial removal of device), surgery (right salpingectomy) and surgery (on (B)(6) 2014 right salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, uterine perforation, salpingitis, device dislocation, dysmenorrhoea, abdominal pain lower, alopecia, fatigue, allergy to metals, vaginal discharge, vaginal infection, procedural pain, urticaria, migraine, nausea, weight increased, adnexa uteri pain, swelling and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, allergy to metals, alopecia, device breakage, device dislocation, dysmenorrhoea, fatigue, migraine, nausea, procedural pain, salpingitis, swelling, urticaria, uterine perforation, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Plaintiff essure insertion dates (B)(6) 2009, (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Ultrasound scan vagina - in (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2018: pfs received:event abdominal pain added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of the uterus"), device dislocation ("migration of the device") and salpingitis ("inflammation of the right fallopian tube") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain/ menstrual cramping"), abdominal pain lower ("lower abdominal pain"), alopecia ("hair loss"), fatigue ("constant fatigue"), allergy to metals ("allergic reaction to nickel in the device"), vaginal discharge ("vaginal discharge and infections."), vaginal infection ("vaginal discharge and infections.") And procedural pain ("painful post-operative recovery"). The patient was treated with surgery (on (B)(6) 2014 right salpingectomy), surgery (on (B)(6) 2014 right salpingectomy) and surgery (right salpingectomy). Essure was removed. At the time of the report, the uterine perforation, device dislocation, salpingitis, dysmenorrhoea, abdominal pain lower, alopecia, fatigue, allergy to metals, vaginal discharge, vaginal infection and procedural pain outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, device dislocation, dysmenorrhoea, fatigue, procedural pain, salpingitis, uterine perforation, vaginal discharge and vaginal infection to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.